Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 22 mg/dl. The customer had current blood glucose of 114 mg/dl. It was reported that reservoir is showing less insulin than what is shown on the status screen. Based on customer report proceeding in troubleshoot per customer alleging possible insulin pump over delivery. The product was not returned for analysis.